Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device had a product design, constructive/design, false, defective issue. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings and extension sleeve were damaged on the attachment device. It was further determined that the ball bearing had fallen apart and the balls and cage were missing. It was observed that the color markings were off. It was further determined that the device failed pretest for cutter insertion and temperature. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the device availability was inadvertently documented as may 5, 2017 in the initial report. The date returned to manufacturer was corrected to may 23, 2017. Evaluation update: in addition to the malfunctions identified in the initial report, it was also determined that the bearings and extension sleeve were damaged. It was determined that the ball bearing had fallen apart and the balls and cage were missing. It was further observed that the color markings were off. It was further determined that the device failed pretest for cutter insertion and temperature. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.